Event description:
It was reported that during a da vinci-assisted gastric bypass roux-en-y procedure, the stapler sureform 60 pushed the target tissue instead of cutting it. The procedure was completed with the da vinci system. Intuitive surgical, inc. (Isi) contacted the surgeon of this procedure and the following additional information was obtained regarding the reported event: the surgeon indicated that the stapler instrument and stapler reload pushed the tissue instead of cutting it while the surgeon was making the roux-en-y gastric bypass. There were no errors during this event. There was no patient bleeding. The surgeon sutured the tissue that was pushed as a result of this event. This event delayed the procedure by about ten minutes. The surgeon reported this event had no effect on the patient¿s health and they did not experience any post-operative complications. The patient is reportedly in good health. An isi clinical sales representative (csr) who was present during this procedure was contacted and the following additional information was obtained: the surgical technician inspected and washed the stapler instrument between loads consistently prior to use and there was no damage or anything out of the ordinary found. The sureform 60 stapler instrument was utilized 7-9 times throughout the entire case and the surgeon encountered the malformed staple line on the 7th or 8th stapler fire. There were no errors or messages generated when the issue occurred. It is unknown if the surgeon encountered any obstructions such as clips, staples, or other hard material between the instrument jaws. No buttress material was used and no tissue was noted to be calcified. The stomach tissue was also not exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension nor tissue bunching observed. No images or videos of the event were taken.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. The sureform 60 stapler instrument and green sureform 60 stapler reload used during this event were both requested to be returned; however, at this time, neither have been received for failure analysis investigation. A follow-up MDR will be submitted if additional information is obtained. The advanced stapler logs for this procedure were reviewed by an isi failure analysis engineer (fae). Per the fae, the sureform 60 stapler instrument (part #480460-09; lot #l93220112-0261) was used for 7 firing events and all events were successfully completed and fired. There is no error in the logs related to the reported failure. A system logs review was performed for this procedure. No relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass roux-en-y procedure, the target tissue was pushed and not cut after a green sureform 60 stapler reload was fired with a sureform 60 stapler instrument. The surgeon repaired the staple line defect with sutures. The cause of the customer reported failure mode is unknown.